Event description:
After 37- months of implantation, this pacemaker was explanted and returned because during a routine follow-up, the device was unable to be interrogated. In addition, there was no magnet response.

Manufacturer narrative:
The analysis from the manufacturer is pending.